Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were rose up to 17 mmol/l (306 mg/dl).

Manufacturer narrative:
The device completed first prime at 18 pulses and was deactivated at 28 pulses. The data presented rotational sensor errors. The device was reset and rerun. The rerun data presented a rotational sensor error. Contamination was observed on the commutator cap. This contamination can be attributed as the cause of the cannula's failure to deploy by the end of the priming sequence.